Manufacturer narrative:
Date rec'd by MFR: 17may2019. A blower assembly was return for analysis. A visual inspection of the returned blower assembly outer surface revealed no evidence of damage or contamination. The blower assembly end cap was removed and a visual inspection of the impellers and surroundings did not reveal any signs of rubbing, damage, or contamination. The returned blower assembly was installed into a known good failure investigation (fi) test ventilator. The ventilator was powered on in normal ventilation mode with no errors detected. The fi technician ran the ventilator for several hours monitoring in an attempt to duplicate the reported issue of blower temperature high. The fi technician was not able to duplicate the reported issue they then performed air flow accuracy test to verify the blower assembly functional integrity. All performed tests passed. The blower assembly passed all testing. The reported problem of high blower temperature alarm could not be duplicated. There were no faults found with the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 07mar2019. Philips technical support advised customer to replace the blower assembly. Customer replaced the blower assembly to resolve this issue. Unit has been returned to clinical use.

Event description:
Customer reports blower temperature high (e/c 1122). No patient/user harm reported. Patient information requested and none was provided. Event date not specified; estimate used.